Manufacturer narrative:
Device received with minor scratches on lcd display window noted. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test, self test and occlusion test, no anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had cloudy parts on the screen making it difficult to read the screen. Customer's blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump had no delivery alerts. The insulin pump will not be returned for analysis.